Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had inoperable keypad buttons. There was no patient involvement associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The reported issue of keypad buttons inoperable was reproduced during the device evaluation while trying to run a loaded set. The device was determined to not meet all product specifications related to the reported event. The reported symptom of keypad buttons inoperable was verified. The cause was determined to be a failed keypad which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.